Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Medical records were received from the patient's treatment facility. Upon review of the medical records it was noted the patient developed bacterial peritonitis. On follow-up with the patient's nurse she confirmed the patient developed peritonitis in (B)(6) 2015 due to not utilizing proper sanitation during dialysis. The patient's peritonitis was treated with an unknown dose and frequency of prophylactic antibiotics fortaz and ancef. Per the nurse the patient had fully recovered from the event and continued continuous cycler-assisted peritoneal dialysis.